Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the steps taken to resolve the patient's return of symptoms and increase in frequency were that the patient was sent another hand-held device. What caused the problem was that the patient had ankle surgery and they had trouble turning off the device before they went in for surgery. The patient got it turned off and then could not get their device to turn back on no matter what they did.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her frequency was coming back. It had gotten down to 10-11 times a day but it increased to 15 times a day. The symptoms started worsening in (B)(6) 2015 and by (B)(6) 2015, she was up to 15 times a day. She was using her programmer to increase stim twice a week since (B)(6) 2015. The patient turned stim off for ankle surgery and had not been able to communicate using the programmer since then. Since the patient's surgery, the symptoms came back 22-23 times a day and she did not feel stimulation. She changed batteries prior to her surgery and was able to turn stim off but since the surgery, she was not able to turn it back on. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the steps taken to resolve the issues. If additional information is received, a follow up report will be sent.